Event description:
The customer's family member called to report that the patient was hospitalized for high bgs. It was indicated that the pump was not delivering basals. Troubleshooting was performed. The programming and histories on the pump were accurate. Also a fixed prime test was completed and the insulin exited. During the call the contact stated that daily totals were not recorded only the boluses were recorded. A day later the family member called back to inform that the customer feels a lot of pain at the site. The bolus history and daily totals are correct. The date and the time were corrected in the hospital prior to the second call.